Manufacturer narrative:
Due to character limitations in e1 event site telephone -(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer, during preventive maintenance of the cardiosave intra-aortic balloon pump (iabp), that the safety disk was replaced.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6, h11. Upon further review, it was determined that the initial emdr for this complaint was incorrectly submitted. The complaint involved the replacement of a safety disk during routine preventive maintenance due to it reaching the end of its 4-year lifecycle, with no reported malfunction or adverse event associated with the device. As this does not constitute a reportable event, it is not reportable to the FDA, and no follow-up emdr is required. Please proceed to cancel this complaint in your database.

Event description:
N/a.